Manufacturer narrative:
Event site name: (B)(6). Initial reporter occupation: clinical engineering technician. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during an inspection conducted by hospital staff on may 11th the cardiosave hybrid intra-aortic balloon pump (iabp) screen was flickering. No patient involvement and no harm or injury reported.